Manufacturer narrative:
Product manufactured but not sold in the u.s. Claim# (B)(4).

Event description:
Bmc opthalmology article published in 2019 which cited a study titled, 'comparison of visual quality after evo-icl implantation and smile to select the appropriate surgical method for high myopia.' The article states that after implantation, two eyes experienced high intraocular pressure (iop), ocular pain, and corneal edema. Patient was given intravenous infusion of mannitol and symptoms disappeared after 24 hours. Another patient experienced iop of 28-31mmhg two weeks after surgery. Carteolol hydrochloride eye drops were administered 2x daily and the iop recovered 5 days later. One month after surgery, iop was stable. Attempts to obtain additional information have not been successful.